Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿print illegible¿. A potential root cause for this failure could be "inadequate surface finish (surface does not hold ink)". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: sterile unless package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single patient use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip tip syringe. Do not use needle."

Event description:
It was reported that the catheters did not have any product reference markings printed on the inflation port. This was noted prior to use.